Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received five inappropriate shocks and two inappropriate anti-tachycardia pacing due to what appears to be atrial fibrillation. It was also noted that this is not the first time this has happened to the patient. Boston scientific technical services (ts) recommended further follow up with cardiologist. This device remains in service. No additional adverse patient effects were reported.